Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation. No cracks or damage was visible upon visual inspection. The customer reported problem was confirmed upon testing however. The device was very noisy from the running sound of the water pump. The investigator noted that the device runs in more quite manner after the unit has been running for 2 hours or greater. No other problem found was found with the device. The pump was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported the pump was noisy on the level 1 fluid warmer. The abnormal noisy sound came from water pump. No patient injury or complications were reported in relation to this event.